Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 1822565-2017-01555, 01556, 01558. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a second revision due to dislocation. During the procedure, it was revealed that the acetabular construct had loosened and the femoral stem was retroverted. The stem retroversion was noted to have contributed to the recurrent dislocation. All components were removed and replaced. Attempts to obtain additional information have been made; however, no further information is available at this time.

Manufacturer narrative:
Concomitant medical product: multilock stem, catalog#:unk, lot#:unk. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. It is reported that a non-zimmer biomet (B)(4) revision acetabular construct with dual mobility articulation and was used with the reported cocr head and multilock stem fullcoat. Zimmer-biomet has not confirmed the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. However, it cannot be confirmed that this incompatibility has any definitive relationship to the reported event. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01556.